Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that repairing the database did not resolve the issue. A mobile view station (mvs) computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. The reported issue was confirmed as upon boot up the computer loads os but following application load displays a system integrity error. No imaging functionality. Patient data removal and virus scan was performed. Performed raid and the computer returned a boot error. Raid was performed a second time and then software was loaded. Upon loading software, the system readied and communication, 2d and 3d imaging were successful. System integrity error due to damaged software media.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system was having connection issues when moved 6 inches away from the image acquisition system (ias). Video was not displayed and the pendant on the acquisition system displayed viewing station communication was lost. Representative believed that the computer on the viewing station was still functional. There was no patient present at the time of the issue.